Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "patient went in for post op films surgeon noticed that the head was popped off the screw months post op. Patient was brought back in for surgery today and the screw, blockers, & amp; rod was removed." Stated by (B)(6) umstead to clarify rep's statement "surgery was june 22nd. Post op xray was done sept 30th and revision surgery was scheduled for 10-21".